Event description:
It was reported to boston scientific corporation in 2008 that an autotome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender and weight unknown) the day before. According to the complainant, during preparation, the device would not bow correctly. The physician completed the procedure with a second autotome rx sphincterotome. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Other (won't bow). A visual examination of the returned device revealed the working length was twisted and the extrusion around the distal pierce hole appeared melted. A functional evaluation confirmed the device would not bow properly. The melted distal pierce hole is indicative of overheating of the cutting wire, likely resulting from excessive electrical current flow through the device. The cause of the excessive current is unknown. A review of the device history record for the pertinent lot was performed; no anomalies were noted.